Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. The device was returned loose inside the carton. The lock-out assembly has been removed. Insufficient ovd (ophthalmic viscosurgical device) is observed in the device. The plunger is advanced at the wound guard and is advanced under the lens. The lens is advanced into the mid nozzle and is crushed. A plunger override was observed. The root cause may be related to failure to follow the IFU. Lack of ovd observed in the device - no ovd past the lens. The IFU instructs: fill the device until ovd can be observed flowing to the nozzle tip. This will require approximately 0.28 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly. / based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified the manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that before intraocular lens (iol) implant procedure unable to unload lens during implantation. They visually can see bend in internal delivery device that caused the lens to fold into the device and not unload into eye. The surgery was completed with the back up lens with no issues. Additional information has been requested.